Event description:
Information was received from (B)(6) that the site reported the patient came to the hospital on (B)(6) 2015 in "general bad condition". He already suffered from anasarca and light epistaxis. His condition worsened overnight and he died on (B)(6) 2015. The site assumed that he died from gastrointestinal bleeding and "hematin vomiting" due to the due to the marcumar therapy for ventricular assist device (vad). It was reported that the pump will not be returned to the manufacturer for analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including bleeding/gastrointestinal bleeding and death have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient and guidelines for optimal patient management including pre and post-operative include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. With review of the available information there is no indication of any pump performance or manufacturing issues related to the event. Anasarca, which is a symptom, may be due to underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.